Event description:
It was reported that the patient was admitted to the hospital the night prior to the date of this report due to unresponsive following a seizure. On the date of this report, the patient was hypotensive and hyper thermic with temperature of 91 degrees. The patient was also experiencing respiratory failure that she was not breathing on her own; the patient had no tone. It was noted that the patient¿s last refill was on (B)(6) 2012. A volume discrepancy was noted during the refill. The actual residual volume (4 ml) was greater than the expected residual volume (2.1 ml). The patient was asymptomatic at that time and the health care professional did not take any action. The patient¿s drug dose had been titrated and the patient was at about 620 mcg/day. The patient had a magnetic resonance imaging done on the date of this report. Additional information received on (B)(4) 2012 reported that the patient was admitted to the hospital for sepsis and seizure. Reservoir volume was checked when the patient was in the hospital. The expected residual volume was 7.0 ml and the actual residual volume was 6.9 ml. It was noted that the adverse events were not related to the pump, drug or catheter. The patient had a refill on (B)(6) 2012 and there was no volume discrepancy noted. No action was taken and the patient was asymptomatic. The patient outcome was unknown. The pump was used to deliver baclofen.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).